Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly. The customer's blood glucose level was 390 mg/dl at the time of the incident. The customer corrected with a pen. The customer stated that the air bubbles occurred during the night. The customer stated that the letters on the reservoir are invisible. The product was not returned for analysis.